Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to hyperglycemia. The patient reported that due a clock reset hazard alarm after changing the batteries on her personal diabetes manager (pdm), the pod deactivated and patient was no longer receiving insulin. Patient stated this caused her blood glucose (bg) levels to rise. Patient was initially admitted to the hospital for 2 days with a bg level of 600 mg/dl, and was eventually transferred to the intensive care unit (ICU) of another hospital (with a bg level of 900 mg/dl) for an additional 3 days. Patient was diagnosed with "lack of insulin" and was treated with insulin and a breathing treatment. Patient was released after spending a total of 5 days in both hospitals combined. Patient also reported that she experienced an allergic reaction to blood pressure medication (lisinopril) while hospitalized; this reaction caused swelling.